Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg will not turn on with the magnet. Troubleshooting was attempted to no avail. Subsequently, stimulation turned on with the patient programmer. The patient does not have any cycle programs and all programs are in magnet on/off mode. Follow-up identified additional troubleshooting was attempted to no avail. Surgical intervention may be undertaken at a future date.